Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has be returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels and having a seizure. No blood glucose reading was reported. Nothing further was reported.